Manufacturer narrative:
Sku 515302, lot 10289115 qty (B)(4), was produced in mar 2024. According to DHR, there were no quality notifications observed during manufacturing process related to mentioned issue. Manufacturing process was conducted in accordance with document 15-0137 and all quality control activities have been performed according to quality specification 10-0255 and 10-0160. Based on provided evidence (picture from customer) can be concluded that this damage was caused by packaging machine during packaging process on cazin site. After inspection of the retained sample, it was determined that there was no damage on the tube or any other nonconformity. Risk assessment have been performed based on document (B)(4) (pfmea related to packaging process), and it can be confirmed that this failure mode (tube damage - pinched set) have been included into mentioned document, and appropriate risk control have been set up (10-0255 - control specification). Coiling process of products and placing products in nests in packaging machine is performed manually, and packaging process in transport boxes is also manually performed. Operators should have identified and separated the product when packing it into the cargo box. This case can be attributed to the operator's lack of concentration. In order to prevent the repetition of this defect, sensors on packaging machine will be implemented.

Event description:
No additional information provided.

Event description:
It was reported that bd secondary set c61 was in an open unit packaging c61 not sealed in sterile packaging.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.